Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, the patient underwent a double valve replacement secondary to mitral and aortic regurgitation; a 29mm biocor stented valve was implanted in the mitral position and a 23mm biocor stented valve was implanted in the aortic position. Post-operatively, the patient required inotropes, ventilatory support and management of severe cardiac failure. A tte revealed elevated aortic valve gradients with sluggish aortic leaflet movement and 2+ aortic regurgitation. The mitral valve performed as intended. Attempts were made to stabilize the patient before further intervention was considered. Per report, the patient died on (B)(6) 2016.